Event description:
Device 1 of 3. Reference MFR. Report 1627487-2013-23256; 1627487-2013-23266. It was reported the patient no longer received adequate pain relief from his pns system. Subsequently, he underwent surgical intervention on (B)(6) 2013 and had his system explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.